Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The sureform white reload was analyzed and was found with a rotated blade inside the cartridge track. Further inspection revealed that the knife did not show any damage. The rotated blade was an expected result of a ' hi torque' firing failure. Additionally, a thorough examination of the system logs revealed an error message " hi torque ". Further observation related to the reported complaint, the reload was also found to have cartridge damage along the inner knife track. Due to the knife rotation, the cartridge was damaged. The reload was found to have loose staples wedged in between the cartridge. The probable root cause of the rotated blade was attributed to a component failure. The probable root cause is attributed to loosen staples from firing across staple lines or not having a full bundle of tissue between the jaws during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler stalled when triggering, displaying the error message "cannot build pressure," followed by cracking noises upon further triggering. The reload cartridge was included, but the magazine packaging could not be identified. The procedure was completed with no reported injury.